Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), paraesthesia ("paraesthesia"), arthralgia ("joint pain"), headache ("headaches"), fatigue ("exhaustion"), amnesia ("memory loss"), premature menopause ("early menopause"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, swelling, hypersensitivity, genital haemorrhage, paraesthesia, arthralgia, headache, fatigue, amnesia, premature menopause, depression and anxiety outcome was unknown. The reporter considered amnesia, anxiety, arthralgia, depression, fatigue, genital haemorrhage, headache, hypersensitivity, paraesthesia, pelvic pain, premature menopause and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included latex allergy in 2000. No relevant past medical-surgical history. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), paraesthesia ("paraesthesia"), arthralgia ("joint pain"), headache ("headaches"), fatigue ("exhaustion"), amnesia ("memory loss"), premature menopause ("early menopause"), depression ("depression"), anxiety ("anxiety"), gastrointestinal disorder ("gastrointestinal problems") and irritable bowel syndrome ("irritable bowel problems") with constipation. On (B)(6) 2018, the patient experienced allergy to metals ("allergy to nickel"). On an unknown date, the patient experienced vitamin b12 deficiency ("hypovitaminosis b12"), dyspepsia ("dyspepsia"), pruritus ("pruritus"), skin exfoliation ("scaling after contact with some cosmetics, dressing and jewellery") and erythema ("erythema after contact with some cosmetics, dressing and jewellery"). The patient was treated with linaclotide (constella) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, swelling, hypersensitivity, genital haemorrhage, paraesthesia, arthralgia, headache, fatigue, amnesia, premature menopause, depression, anxiety, gastrointestinal disorder, irritable bowel syndrome, vitamin b12 deficiency, dyspepsia, pruritus, skin exfoliation and erythema had resolved and the allergy to metals had not resolved. The reporter considered allergy to metals, amnesia, anxiety, arthralgia, depression, dyspepsia, erythema, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, irritable bowel syndrome, paraesthesia, pelvic pain, premature menopause, pruritus, skin exfoliation, swelling and vitamin b12 deficiency to be related to essure. The reporter commented: at the removal procedural, both complete essures are removed. She was discharged the same day of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2018: positive for nickel, among others, such as palladium chloride and aluminium. Computerised tomogram pelvis - on (B)(6) 2018: confirmed that the implants were completely removed and there was no radiodense material left in the uterine horns.. Pathology test - on (B)(6) 2018: two essure intratubal devices are received. Tissue remains can be seen surrounding some areas of the metallic material.. Ultrasound scan - on (B)(6) 2014: essure correctly in situ; on (B)(6) 2016: essure correctly in situ. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2021: new information received from lawyer via legal claim: patient's age and medical history were provided. Insertion date amended to (B)(6) 2013 and lab data history were provided. New events reported: gastrointestinal problem, hypovitaminosis b12, dyspepsia, irritable bowel syndrome, pruritus, scaling after contact with some cosmetics, dressing and jewelery, and erythema after contact with some cosmetics, dressing and jewelery. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), paraesthesia ("paraesthesia"), arthralgia ("joint pain"), headache ("headaches"), fatigue ("exhaustion"), amnesia ("memory loss"), premature menopause ("early menopause"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, swelling, hypersensitivity, genital haemorrhage, paraesthesia, arthralgia, headache, fatigue, amnesia, premature menopause, depression and anxiety outcome was unknown. The reporter considered amnesia, anxiety, arthralgia, depression, fatigue, genital haemorrhage, headache, hypersensitivity, paraesthesia, pelvic pain, premature menopause and swelling to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.